Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed although the indicator window had changed from black-white to black-black. There was no reported patient injury. The device is used in a trans-arterial chemo embolization. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed although the indicator window had changed from black-white to black-black. There was no reported patient injury. The device is used in a trans-arterial chemo embolization. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high-magnification evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with no anomalies. The exact cause of the reported issue could not be determined especially since the received condition of the device did not match the description provided by the customer as it was received with the button depressed and the device successfully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.